Event description:
Customer was admitted to hosp for low blood glucose. The doctor called from hospital and stated that the customer was connected during her prime. Customer had primed 7 extra units while connected. The doctor needed help with prime history.